Event description:
On (B) (6) 2004, the patient underwent treatment for an abdominal aortic aneurysm, and was implanted with gore excluder bifurcated endoprosthesis. The patient tolerated the procedure. On (B) (6) 2008, the patient underwent a reintervention to treat a proximal type I endoleak and aneurysm enlargement and a renu cook cuff was implanted. The patient tolerated the procedure. On (B) (6) 2010, the patient underwent a computed tomography (CT) scan, which showed aneurysm enlargement and evidence of a type ii endoleak. On (B) (6) 2010, the patient underwent a reintervention for treatment of a type ii endoleak and coil embolization of the aneurysm sac. Access into the aneurysm sac was unsuccessful, and alternatively, two additional gore excluder aaa endoprosthesis contralateral leg components were placed to re-line the devices at the level of the previously placed renu cuff. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak. The gore excluder bifurcated endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak. Additional device(s) related to this event.